Event description:
The pt underwent an endovascular aortic repair on (B)(6) 2012. The case went well and there were no complication or leaks noted during or post procedure. This pt presented to the emergency room with right leg pain on (B)(6) 2012 and received a computerized tomography angiography (cta) of the abdomen and pelvis. Another cta was done on (B)(6) 2012 that showed the right endograft limb to be 100% occluded at the origin inside the main body. On (B)(6) 2012, this pt was taken to the operating room where a thrombectomy and percutaneous transluminal angioplasty of the right iliac limb was performed. This pt had a final follow-up cta of the abdomen and pelvis on (B)(6) 2013 which showed the right limb to be patent, but there was still a fair amount of thrombus seen within the main body and right limb. There was also a high grade stenosis at the outflow of the left leg limb just above the hypogastric. Pt had an occluded right iliac stent graft limb requiring additional treatment of surgical thrombectomy and pta.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.